Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of high pacing thresholds and inappropriate shocks. During the explant procedure they discovered an insulation problem near the pin connector with the endotak down-sized plus lead (0125), they repaired it with a lead repair kit. It remains actively implanted.